Event description:
The health care professional reported they had an explanted stimulator and explanted leads. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).